Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 04/12/2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 34 mg/dl with associated symptoms of confusion, cognitive impairment and blurred vision. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly takes medications; protonix, simvastatin and ¿blood pressure meds.¿ the reporter alleged the time and date reset to the factory default when the battery was removed from the pump for less than 24 hours. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.